Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 07/18/2016 alleging the patient experienced hypoglycemia while on insulin pump therapy. The reporter stated that on two occasions, the patient had loss of consciousness with low blood glucose (measurement not provided) and required medical intervention by emergency medical services. The patient was taken to the hospital for treatment. The reporter stated that details of treatment are unknown due to the patient having been unconscious and therefore unaware of details. Troubleshooting by animas customer technical support determined the loss of consciousness to be attributed to the patient bolusing too late at night and the insulin sensitivity factor that was programmed in the pump was incorrect. The reporter confirmed that since the patient¿s reported incident, the settings have been corrected by the patient¿s health care provider (hcp.) The patient was referred to the hcp for diabetes management. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy due to training/misuse issues.